Event description:
Engineering triggered an investigation based upon failure involving a miscommunication between a device's internal microprocessors. This may result in an inability of a device to deliver defibrillator therapy.